Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. It was noted that the pressure regulatory balloon was stretched and lost pressure. All the components were removed and replaced. No further patient complications were reported.